Event description:
It was reported that during the procedure, the fiber broke at the point where it connects to the pen on the console. The operation immediately noticed the laser was not functioning and switched it off. A staff member was wearing a lead equivalent gown during the procedure due to xray screening being performed during the same case. The lead gown touched the endpoint where the fiber is attached to the console. The staff member felt an electric shock like sensation on their lower left back. Upon checking, the individual found a burn hole in the 0.25 lead equivalent gown, their gown, and a mark on their skin. Treatment was provided for the burn injury, however the details regarding what the treatment was were not provided. The fiber and pen were replaced, and usage of the console was continued as the user determined the issue was with the fiber and not the console. Boston scientific has been unable to obtain additional information regarding procedure and/or patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. A labelling review was performed on the device instructions for use (IFU). The IFU cited that, a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and or fire in the treatment room. A medical review was performed. The medical review states that, the data reasonably suggest the clinical events burn to the staff members left lower back because of fiber break, and fiber break requiring fiber and pen replacement, are anticipated in nature and severity as per the p100 hazard analysis (ha) and slimline family of fibers hazard analysis (referenced for unknown fiber). The slimline family of fibers IFU provides instructions to avoid damage to the fiber and warns that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and or fire in the treatment room. Despite good faith efforts, no response was received to determine what is meant by the pen and if it is referring to the fiber connector. It was noted that the incident happened because the staff members lead x ray apron touched the fiber where it is attached to the console, causing the fiber to break. The burn was described as a mark on the skin and was noted to be treated. However, treatment details were not provided. The complaint mentioned that the issue was with the fiber and not the console. Electric shock is anticipated in nature and severity as per the p100 ha, but the electric shock was described as an electric shock like sensation. Based on the information available, the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, thus the conclusion code device problem excluded has been assigned for this complaint. Additionally, the burn and electric shock are known and anticipated. Based on the available information, the most probable cause of known inherent risk is selected for the adverse events.

Event description:
It was reported that during the procedure, the fiber broke at the point where it connects to the pen on the console. The operation immediately noticed the laser was not functioning and switched it off. A staff member was wearing a lead equivalent gown during the procedure due to xray screening being performed during the same case. The lead gown touched the endpoint where the fiber is attached to the console. The staff member felt an electric shock like sensation on their lower left back. Upon checking, the individual found a burn hole in the 0.25 lead equivalent gown, their gown, and a mark on their skin. Treatment was provided for the burn injury, however the details regarding what the treatment was were not provided. The fiber and pen were replaced, and usage of the console was continued as the user determined the issue was with the fiber and not the console. Boston scientific has been unable to obtain additional information regarding procedure and/or patient outcome to date, despite good faith efforts.